Event description:
It was reported that patient was experiencing burning and zapping with head movement. Inadequate stimulation was also noted. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.